Event description:
A patient was prescribed bausch + lomb ultra® multifocal for astigmatism contact lenses (B)(6) 2025. She returned to our optometry office on (B)(6) 2026 for chief complaint of near blur with contact lenses. She had experienced difficulty with all near tasks including reading, hobbies, and daily activities of life, unless she wore over the counter reading glasses over the lenses. She had purchased contact lenses from contactsdirect.com. The boxes she brought to the (B)(6) 2026 office were for ultra® for astigmatism monthly, not bausch + lomb ultra® multifocal for astigmatism. It was determined that the bausch + lomb ultra® multifocal for astigmatism prescription was appropriate, and that the main reason for her near blur was that she paid for lenses that did not match her prescription. When I checked on (B)(6) 2026, contactsdirect.com does not sell the bausch + lomb ultra® multifocal for astigmatism lens. They only sell ultra® for astigmatism monthly. Their prescription verification system did not catch her rx details correctly. Wearing the lens that contactsdirect.com sent the patient (ultra® for astigmatism monthly), the patient's near visual acuity (both eyes) was 20/50+. When trying on ultra multifocal for astigmatism lenses from the office diagnostic set, the patient's near visual acuity (both eyes) was 20/25.